Manufacturer narrative:
Device manufacture date: february 6, 2018 ¿ february 8, 2018. Ten (10) actual units were received at the plant for evaluation. A visual inspection was performed and noted fluid inside of the bags that the devices were returned in. The cause of the leaking fluid was due to an untightened blue winged luer cap. A functional leak test was performed by filling the units with water and the blue winged luer cap was tightened by manually rotating the cap until the cap could no longer be rotated. No signs of leak were observed when the leak test was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the untightened luer cap could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) small volume intermates were leaking from the end cap. The reporter stated that the tubing of the unit appeared to contain sodium chloride (nacl) upon receipt. This was noted prior to use. There was no patient involvement. No additional information is available.